Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completing all cuts, handle fell apart. Screw was never found. Surgeon was notified but he wasn't concerned as the robot was away from patient and no harm was caused. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that after completing all cuts, handle fell apart. Screw was never found. Surgeon was notified but he wasn't concerned as the robot was away from patient and no harm was caused. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review: device history records indicate 25 devices were manufactured under lot k0b5m and all 25 devices were accepted into final stock on 05/21/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5m shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
After completing all cuts, handle fell apart. Screw was never found. Surgeon was notified but he wasn't concerned as the robot was away from patient and no harm was caused. Case type: tka.